Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 blue blend had a crack in it. This was discovered before use. The following information was provided by the initial reporter: upon unsealing the package, a crack was found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: a device history record review was performed for provided lot number 8276945. The review did not reveal any detected issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this incident, four picture samples and one physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, damage was observed to the stopcock component. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for the observed damage.

Event description:
It was reported that connecta plus3 blue blend had a crack in it. This was discovered before use. The following information was provided by the initial reporter: upon unsealing the package, a crack was found.